Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A physician complained, on behalf of patient, of discrepant inr results with coaguchek inrange meter serial number (B)(4) when compared to laboratory results using the neoplastin ci plus method. Comparison 1: the meter result was 4.4 inr and the laboratory result was 2.96 inr. Comparison 2: the meter result was 4.3 and the laboratory result was 2.88 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 345213) were tested in comparison with the master lot oaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. No product was returned for investigation.